Event description:
It was reported that the patient experienced a hypoglycemia event with a lowest cgm reading of 56 mg/dl on a dexcom g7, felt sleepy, consumed 22 grams of fast-acting carbohydrates including juice and candy, and the glucose subsequently trended to 76 mg/dl after education on the 15-minute recheck. Symptoms included hypoglycemia and sleepiness. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with and analysis of information provided by the patient¿s caregiver. Investigation of this case revealed no findings and insufficient information related to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.